Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a transistor on the pace/defib (pd) engine board. The pd engine board was replaced to remedy the report. The device was returned to inventory. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during an incoming inspection, the device displayed "defib fault 72" and "pacer fault 115" messages. Complainant indicated that there was no patient involvement in the reported malfunction.